Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported recurring mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), with worsening mitral regurgitation. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2018. Two clips were implanted and the degenerative mitral regurgitation (mr) was reduced from grade 3 to grade 1. An echocardiogram performed around 12/01/2018, noting mr increased to grade 4 and one of the implanted clips had detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). A second mitraclip procedure was performed on (B)(6) 2018, with implantation of a third clip. Mr was reduced to grade 1. Post procedure, the patient remained stable. No additional information was provided.